Event description:
It was reported that the procedure was to treat two lesions in the proximal circumflex (cx) and the distal cx with mild tortuosity. Pre-dilatation was performed and the 2.5 x 23 mm xience prime stent delivery system (sds) was advanced to the distal lesion, and deployed at 16 atmospheres (atm). During removal, the sds balloon became stuck on the stent. The sds was pushed and pulled, but could not be removed. The guiding catheter was positioned in an arch and the sds was removed with great resistance. The 3.5 x 18 mm xience prime was then implanted in the proximal lesion at 16 atm; however, during removal, the sds balloon became stuck with the stent, and force was used to remove the device again. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional xience prime is being filed under a separate medwatch report. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The anatomical conditions reported were mild tortuousity. The stent was deployed to 16 atmospheres suggesting the stent was properly deployed and apposed to the vessel all. It was reported that the sds was removed with great resistance. It should be noted that the instructions for use (IFU) states; should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. In this case, the IFU deviation does not appear to have contributed to the reported difficulty to remove. Additionally, information was received indicating that the sds was attempted to be removed after 3-4 seconds of deflation which may have contributed to the reported difficulty to remove. Although a conclusive cause can not be determined there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.